Event description:
After using this machine successfully for a period of time, the machine stopped working. New probes were tried without success. The machine was noted to be extremely hot on the top of it. The procedure was discontinued, and the lithotripter was sent out for repair. Second attempt of procedure was successful on 1/23/95. Pt relations became aware of indicent on 5/8/95.